Event description:
The consumer reported that their stim was malfunctioning inside. They were not always feeling it on the right side. It was reported that the patient had the ability to change stimulation and they tried turning stimulation up but thought it was a bad idea because it would "fire through there and it was really strong" so they turned it back down. The patient was redirected to follow up with their healthcare professional to have their device checked or possibly adjust programming. It was reported that the patient reported that the stimulator was not functioning. Later, the manufacturer representative (rep) reported that the following reference number electrodes were out of range on the 0-7 lead (right side body) with every combination. Electrodes 0, 3, 4, 6, and 7 with all combinations were out of range. With reference 1, 2, and 5, all of the electrode combinations to 0,3, 4, 6, and 7 were out of range. The intact system seemed to be 1, 2, and 5. It was reported that the rep tested at 0.7 volts with a limit of 10,000 but it was recommended to rerun at 3 volts and determine values. This was due to therapy issues patient had which was a return of symptoms reported previously. No trauma or falls were reported to be related to the issue. The patient reported some fading and it was reviewed to palpate the implantable neurostimulator (ins) to see if that reproduced the issue. They noted that the physician may just revise the system since the patient had a return of pain as noted occurring 10 days prior. Relevant medical history includes chronic low back pain and lumbar radiculopathy.

Manufacturer narrative:
(B)(4) now applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the rep had programmed around the contacts that were out of range. The patient is scheduled for a revision on (B)(6). The cause of the issues is not determined at this time. The patient's weight is unknown and the issue has not been resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's device stopped working and was replaced. Patient stated this occurred in 2017, approximately in (B)(4) 2017. No further complications were reported/anticipated.